Event description:
The patient claimed she had a low blood glucose episode on the evening of (B)(6) 2011. The patient's blood glucose was not tested on a blood glucose meter but the patient felt that her blood glucose was in the 20s mg/dl. Reportedly, the patient was on her way to the hospital but her friend was able to provide the patient with large quantities of carbohydrate. The patient has stayed off of the pump and is currently on syringes. During troubleshooting, the animas representative assessed the patient's alleged low blood glucose by evaluating the animas pump and the circumstances surrounding the incident. There were several factors that was discovered that attributed to the alleged hypoglycemic event. First and foremost, the date and time was not set correctly. The patient's date and time on the subject pump was off by one day. Second, the insulin cartridge on the animas pump was not tightened while it was attached. Third, the patient reportedly was connected to her pump during the reported primes. The prime history shows the patient primed multiple times on saturday between 6:13 pm and 6:49 pm with 0.60u, 2.3u, 0.80u, 0.20u, and 2.0u. Last, the patient reportedly consumed alcohol during the day and had increase activity level as a result of boating. There was no evidence of a pump malfunction was associated with the reported incident. This complaint is being reported due to user error and because the patient allegedly received medical intervention for an alleged hypoglycemic episode while she was on the animas pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Flow testing was unable to be completed due to the pump's inability to load the cartridge. Corrosion was found inside the pump. No performance testing was able to be completed.